Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an eroded ICD pocket. The patient was transferred to another facility for device extraction. On (B)(6) 2018 the device was explanted and replaced. The patient was stable.